Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult dual heated breathing circuit was returned to fisher & paykel heatlhcare in (B)(4) where it was visually inspected and pressure tested for leak. Results: visual inspection revealed no damage to the returned breathing circuit. Pressure test revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the leak reported by the customer as no fault was found with the returned complaint device. A leak in the breathing circuit is usually detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the device state: check all connections are tight before use. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a distributor that the expiratory tube of an rt200 adult dual heated breathing circuit was leaking. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that the expiratory tube of an rt200 adult dual heated breathing circuit was leaking. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.